Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure; after the right atrial lead was positioned in the ra appendage, all parameters were found to be acceptable and the lead was sutured. During the procedure, the patient had severe leg movement. The patient's blood pressure suddenly dropped and pericardial effusion was observed. While treating the pericardial effusion, the lead dislodged. The lead was removed and the procedure was abandoned as the patient was very sick. The patient was in stable condition post procedure.